Event description:
It was reported that the tip of the wire detached inside the patient. A 300cm v-14 control wire was selected for use. During the procedure, the distal end of the hydrophilic wire detached inside the patient. A risk of distal ischemia of the patient's lower limb was noted indicating the wire fragment remained in the patient. There were no clinical consequences that occurred.

Manufacturer narrative:
Device analysis by MFR: visual inspection of the returned guidewire showed a section of the polymer tip was detached. The damaged section was located approximately at 299 cm from the proximal end. The detached section of the device was not returned. The core wire was kinked at the same location where the polymer was detached. No other damage was found.

Event description:
It was reported that the tip of the wire detached inside the patient. A 300cm v-14 control wire was selected for use. During the procedure, the distal end of the hydrophilic wire detached inside the patient. A risk of distal ischemia of the patient's lower limb was noted indicating the wire fragment remained in the patient. There were no clinical consequences that occurred.